Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer¿s current blood glucose value was 49 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with food and was also treated by juice and peanut butter sandwich. The customer was not using auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. The patient will continue the use of pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.